Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), it was observed that patient experienced lack of primary stability of implant.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b3 for date of event, b4 for report submission date and b6 to report device evaluation results. Section d6 and d7, no information was available. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. This report is submitted late and is captured within CAPA-1374.